Event description:
The customer left a review on the company's website to report that they had experienced difficulty removing the device and sought medical assistance for removal at a local women's urgent care clinic. This was the first time the customer used the device, and it was in place for approximately 20 hours before being removed. The customer stated that their treating provider also experienced difficulty removing the device, but was eventually able to remove the device using forceps. The customer stated that they have a tilted uterus, and was informed by the medical provider that removed the device that they have a high cervix. The customer stated that they had some mild cramping before removal, but did not report experiencing any adverse symptoms during or after removal. The customer was advised to discontinue use of the device and follow up with their primary care provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.